Manufacturer narrative:
D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k110122, k141521. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 110mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
Reportable based on the device analysis completed on 11dec2024. It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for pre - dilatation. During the procedure, it was confirmed that contrast agent leaked out during inflation. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole located approximately 110mm distal from the proximal markerband.